Event description:
The customer reported that when use the device ac electric can't boot up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.